Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted on (B)(6) 2005, 507652 lead, implanted on (B)(6) 2005, 419478 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high impedance and a lead fracture was confirmed. It was noted that at the lead revision procedure when extracting the lead, the lead appeared to break in the patient where approximately four inches of the proximal end of the lead came out and the distal portion of the lead is still in the patient. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil was flexed. If information is provided in the future, a supplemental report will be issued.